Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and weakness and presented to the healthcare facility. Patient evaluation revealed asystole, cardiopulmonary resuscitation (CPR) was performed. The patient was transferred to a different healthcare facility for further evaluation. Interrogation revealed the right ventricular (rv) lead exhibited no capture at maximum output and the impedance was high/undefined. A temporary pacer was implanted in the patient. Approximately, two days later the rv lead was replaced, however interrogation prior to lead replacement revealed no capture and high impedance. After, the new rv lead was implanted and connected to the device, electrocardiogram revealed a run of ventricular tachycardia (vt). X-ray was performed, and revealed the lead had dislodged but was still capturing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.